Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the y-site closest to the patient. The device contained saline. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection was performed, and all the components were correctly placed and according to specifications, no defects were observed. The pull test, pressure test and clear passage test were performed, and leak was observed at the second y-site clearlink. The autopsy was performed in the second y-site clearlink and it was observed that the gland has a hole. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.